Event description:
The customer reported via phone call that she had used sensors that caused bleeding and some bruising. Customer also received a few lost sensor alerts. Customer indicated that she was hospitalized about 1 month ago on (B)(6) 2015. Customer's blood glucose was 30 mg/dl at that time. The sensor reading was off by 100 at that point. Customer was taken to the hospital. Customer was put on an IV until her blood glucose went up. Customer's current blood glucose is 92 mg/dl. Customer stated that the perceived cause of the low blood glucose was they waited until she was high and her husband came to pick her up. Customer stated that she was trusting the sensor to read correctly but it was 100 points over and inaccurate.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.